Manufacturer narrative:
The device is currently pending evaluation. A review of the rmf did not result in any new risks associated with the device. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c implanted at c4/5 on (B)(6) 2021. The patient complained of increasing pain in the right shoulder and radiated down her arm. Images showed a slight anterolisthesis of c4/5 with some tilting of the prosthesis. The patient also had disc hernitations at c7-t2 which a fusion was performed dueing the removal of the m6-c device. Patient is currently on nsaids and antibiotics.